Manufacturer narrative:
The insulin pump was received with intermittent button response and button error due to corroded keypad traces. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and stained end cap sticker.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 127 mg/dl. Customer stated the device was not dropped, bumped, or exposed to water. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.